Event description:
A caller reported a malfunction on the pump displaying malf 9. There was no adverse impact to the customer's blood glucose level. Tandem technical support assisted the caller with resetting the pump, and the malfunction code did not recur. The customer was advised to continue using the pump and to contact support again if the issue reoccurs.